Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer states that the insulin pump had pump error. The customer advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error, problem isolated to electronic assemblies.